Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed but the data was not available at this time. This pacemaker remains in service. No adverse patient effects were reported.